Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a leaking connector that was subsequently traced to a leaking cartridge during a supply change, after which the user cleaned the cartridge chamber and performed a full supply change, restoring insulin delivery. Symptoms included hyperglycemia with a reported peak of 320 mg/dl and elevated glucose outside target for approximately 5¿6 hours, without ketone-related illness, loss of consciousness, or other acute clinical effects. Outcomes included temporary interruption of therapy without hospitalization, professional medical intervention, or use of backup therapy. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed that the leaking cartridge was discarded and could not be retrieved for evaluation, while the device function resumed after replacement of supplies. It was concluded that the event was related to a leaking disposable component with no device alerts or alarms, and that normal operation resumed after corrective actions.